Event description:
It was reported that a patient experienced a missing sponge in their minicap. There was no patient involvement and no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(6). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.